Manufacturer narrative:
The reason for reoperation was/is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a creases fold, wear abrasion, yellow and green particles, a broken plug strap and a curved opening on the anterior, posterior and radius leak test and microscopic analysis was performed which identified: striated punctured on anterior and posterior, sharp opening on radius, sharp broken on plug strap and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated punctured on anterior and posterior due to surgical damage like consist in the use of some surgical tool. A sharp opening on radius due to an unidentified (tear) opening. A sharp broken on plug strap due to an unidentified (tear) opening.

Event description:
Device has been explanted.